Manufacturer narrative:
(B) (6).(B) (4) - procedure to replace device.(B) (4).

Event description:
It was reported to boston scientific corporation that a 105cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The device was first inserted on (B) (6) 2009 and it was reported that on (B) (6) 2009 the jejunal access port was "impossible to rinse." The gastric access port was then used to administer the medication. On (B) (6) 2009, the physician replaced the 105cm two-port jejunal tube with the 80cm two-port jejunal tube, due to the tip extending too far distal of the desired location, the ligament of treitz, and reported looping of the distal tubing. The physician experienced resistance while removing the j-tube. It was noted that the tip of the tube had increased in size and contained some endogenous material. The physician indicated that the initial jejunal tube may have been too long. Medication was resumed through the jejunal access port and the patient was discharged with no reported complications.

Manufacturer narrative:
(B) (4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a 105cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The patient's weight is unknown. The device was first inserted on (B) (6) 2009 and it was reported that on (B) (6) 2009 the jejunal access port was "impossible to rinse." The gastric access port was then used to administer the medication. On (B) (6) 2009 the physician replaced the 105cm two-port jejunal tube with the 80cm two-port jejunal tube, due to the tip extending too far distal of the desired location, the ligament of treitz, and reported looping of the distal tubing. The physician experienced resistance while removing the j-tube. It was noted that the tip of the tube had increased in size and contained some endogenous material. The physician indicated that the initial jejunal tube may have been too long. Medication was resumed through the jejunal access port and the patient was discharged with no reported complications.